Manufacturer narrative:
Follow-up # 1 (08/13/2013)-product evaluation: the patient¿s test strips were returned on 07/31/2013 and analysis completed on 08/07/2013 by lifescan product analysis. The reported complaint could not be confirmed. The product met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/04/2013). The patient¿s control solution has been returned and evaluated by lifescan product analysis on 7/31/2013 and 8/30/2013, respectively, with the following findings:the control solution passed all testing with no faults found. The control solution was tested and the primary complaint was not confirmed; however, a secondary issue was noted when the control solution tested for high glucose. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control solution results. The control solution batch was supposed to produce a reading between 114-153 mg/dl and the reporter obtained a reading of 101mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.